Manufacturer narrative:
An event of the device slipping into the tunnel and the device being removed was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 a physician used ice to attempt to place a 25 pfo device. After deployment the device sat well but the patient had an airway issues and started coughing. Due to increased pa pressure the device slipped into tunnel. The device was retrieved without issues. A 25 pfo device for was deployed and implanted successfully. Patient is stable.